Event description:
This is an adverse event occurring in a pt with severe gerd treated previously with fundoplication. They had barrett's esophagus with high-grade dysplasia that was then treated with focal ablation. Since they had prior fundoplication, no anti-secretory medication was used after ablation. The pt developed difficulty swallowing and was noted to have a stricture. He was dilated and reported resolution of his symptoms. Physician attributes stricture to the failure for the pt to administer anti-secretory therapy after ablation.